Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 56mg/dl, 324mg/dl, 160mg/dl. Tests were done within <10 minutes with a difference of 88%. Patient did not experience any adverse events. No further information has been reported.